Manufacturer narrative:
Date sent to the FDA: 5/24/2022. Additional b5 narrative: it was reported that the patient underwent a hernia repair surgery on 1/26/2016 and mesh was implanted.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unk date and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, discomfort and adhesions. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.